Manufacturer narrative:
(B)(4). Concomitant medical products: 00885101536- neutral liner 36 mm i.d. Size nn for use with 62 mm o.d. Size nn shell- 63303250. 00877503602- bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14- 2838136. Customer has indicated that the product will not be returned to zimmer biomet for investigation, not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02601.

Event description:
It was reported patient underwent a left hip revision approximately 4 years post implantation due to instability with subsequent dislocations. During the procedure a longer and more offset kinectiv neck and elevated lip liner were used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.